Event description:
While nurse was bathing patient, she noted inflation device or trach tube broken and the sterile water used for inflation was leaking out. She replaced the trach tube with another of same style without difficulty.